Event description:
The customer reported that the system was stuck at 7 arrows and would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was in need of replacement parts however, the system is end of life and parts are not easily available. The customer was advised to replace the system. No further info is available.